Event description:
Promus premier china registry. It was reported that unstable angina occurred. In may 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending artery (lad) with 85% stenosis and was 8 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 12 mm promus premier stent system. The residual stenosis was 0%. Post dilation was not performed. Two days later, the subject was discharged on aspirin and clopidogrel. In march 2024, the subject was diagnosed with unstable angina. Seven days later, the subject was hospitalized for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Coronary angiography and stent placement performed; and non-target vessel revascularization was performed. Medication was given to treat the event. In april 2024, forty days later, the event was considered to be recovered/ resolved and the subject was discharged on aspirin and clopidogrel. It was further reported that in april 2024, the subject was diagnosed with unstable angina instead of march 2024. Ten days later, the event was considered resolved, and the subject was discharged from hospital.

Manufacturer narrative:
E1: initial reporter facility: (B)(6). E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter facility: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry it was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending artery (lad) with 85% stenosis and was 8 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 12 mm promus premier stent system. The residual stenosis was 0%. Post dilation was not performed. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with unstable angina. Seven days later, the subject was hospitalized for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Coronary angiography and stent placement performed; and non-target vessel revascularization was performed. Medication was given to treat the event. In (B)(6) 2024, forty days later, the event was considered to be recovered/ resolved and the subject was discharged on aspirin and clopidogrel.